Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no immediate actions taken by the customer to address the elevated bg level. Technical support provided pump reset information and assisted with resetting the pump. Although the issue persisted, the customer was using insulin pens as a backup therapy. Cts sent replacement pump.